Manufacturer narrative:
Insufficiency and/or stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular insufficiency and/or stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for 11 years and two (2) months, was explanted due to severe aortic insufficiency and moderate-to-severe stenosis. Per medical records, this case involved a (B)(6) year-old male with a history of aortic valve replacement and severe stenosis. He presented with shortness of breath and was found to have a severely dysfunctional bioprosthetic valve with severe aortic insufficiency and moderate-to-severe aortic stenosis, and adherent right ventricle to posterior sternum. Patient underwent avr. He was considered for tavr but was very high risk for coronary occlusion. CT scan revealed right ventricle was adherent to and almost became incorporated with posterior sternal table. Intraoperatively, a subject device, along with the sutures and tissue that contained pledgets covered with pannus, were removed. A new edwards bioprosthetic valve was implanted and secured with cor-knot device. The right and left coronary ostia were not obstructed. Echocardiogram revealed that the valve was seated nicely and there was no perivalvular leak. The patient was weaned from cpb easily. It was noted that patient tolerated the procedure well and was transferred to ICU in stable condition. He was discharged on pod #5.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.